Manufacturer narrative:
Final device analysis results revealed the titanium insert separated from the outer silicone.

Event description:
Manufacturer representative reported the device came apart, allowing the lead to migrate resulting in no stimulation; requiring revision surgery. Later, the entire system was removed. The device was returned to the manufacturer for analysis.